Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that. Upon review of the battery data, the device exhibited diagnostic anomaly. During in-clinic device interrogation on (B)(6) 2017, the pulse generator had 1 to 1.5 years of battery longevity; however, eri (elective replacement indicator) was triggered on (B)(6) 2017, eri was not noted on (B)(6) 2018, but eri was triggered on (B)(6) 2018. Device replacement was discussed. The patient was asymptomatic.

Event description:
New information noted that the device was replaced on (B)(6) 2018. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of longevity data anomaly was not confirmed in the laboratory. Device was received with eri triggered. Analysis of device image indicated elective replacement indicator flag was falsely triggered due to auto capture being enabled and device was pacing at high output at times. Review of battery trend data indicated average monthly battery levels above elective replacement indicator throughout the entire implant duration.